Event description:
It was reported that the "green cap" (pull ring) of an amia automated pd cycler set was missing. The cassette was still in the original packaging. This was observed prior to patient use. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
B5: upon clarification from the customer, the cap was off the line and found in the packaging; it was not missing. H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was discarded; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.